Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was over 120 mg/dl. Customer changed five infusion sets and reservoirs due to no delivery during priming. Customer was not able to troubleshoot due to set being changed, therefore reason for no delivery was not determined. Customer requested reservoir and infusion set to be replaced.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.